Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 350 mg/dl. Reportedly, a new cartridge was loaded, and insulin delivery was resumed. Following this, it was reported that the customer's blood glucose (bg) level rose to "high" per continuous glucose monitor readings, cause was unknown. High bg was addressed with a correction bolus and a site change. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.